Event description:
Information received by medtronic indicated that the lost connection issue and lost sensor signal. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer reports loss of communication between pump and transmitter. Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage.